Event description:
The straight ratcheting handle (p/n 3311020) is an off-the-shelf instrument included in the agoge pedicle screw system. On the date of the event, the hospital reported the part as "broken". While multiple good faith efforts were carried out, no details were provided regarding the actions leading up to the incident, the incident itself, or the pt in question. The instrument and all it's components were returned to royal oak medical devices (romd) on (B)(6) 2012. Upon arrival at romd, the returned part, with all components, was compared to the instrument assembly print to verify that nothing remained with the hospital. Since the instrument is an off-the-shelf part not manufactured by romd, the part was then sent to the original manufacturer, (B)(4), on (B)(4) 2012 for a full evaluation.